Event description:
"Descover" database indicated that after the pt's planned staged (second) proceudre, the pt had a myocardial inarction (mi) indicated by elevated cardiac enzymes. This procedure occurred two (2) months after the index procedure. The target lesion was the second (2nd) obtuse marginal (om) lesion. The lesion was reported to be: a 90% tenosis, ostial, timi flow 3, a bifurcation lesion/side branch, and de novo. A cypher 3.0/33 mm stent was deployed after pre-dilitation. The stent was post-dilated. The residual stenosis was 0%. The pt's peak enzyme levels were" troponin 16.29 (upper limits normal /uln-0.20), and ckmb of 28.6 (uln 4.6). Mi was ruled in. The pt was reported to have had chest pain during the procedure and throughout the night post-procedure. The pt was treated with anticoagulants and nitrates. No additional intervention was done. The pt was discharged three (3) days after the procedure.

Manufacturer narrative:
A 51 year old male with a history of hypertension and hypercholesterolemia experienced an ami within twenty-four hours of cypher stent implantation. Initially, the patient was emergently admitted with an ami and underwent an angiogram that revealed four lesions. This patient's aggressive cad, history and presentation put him at increased risk for mace. In addition, his emergent presentation with an ami plus him at increased risk for thrombotic events specifically. Pre procedural medications included asa and unfractionated heparin; while intra procedural medications included plavix, unfractionated heparin and gpiibiiia. The performance or recording of acts was not reported. The lesion located in the patient's mid rca was described as de novo, 99% occluded, 3.5mm in diameter, 20mm in length and with little or no calcification present. The lesion was pre-dilated prior to the placement of a 3.50 x 33mm cypher stent at an unknown maximum inflation pressure. The distal rca lesion was described as de novo, 80% occluded, 2.75mm in diameter, 15mm in length and with little to no calcification present. The lesion was pre-dilated prior to the placement of a 2.50 x 18mm cypher stent at an unknown maximum inflation pressure. According to the IFU, cypher stents should be implanted from the distal to the proximal aspect of a vessel in order to prevent disruption of the stent's geometry. The lesion located in the patient's first diagonal was described as de novo, 80% occluded, 2.5mm in diameter, 10mm in length and with little or no calcification present. The lesion was pre-dilated prior to the placement of a 2.50 x 23mm cypher stent at an unknown maximum inflation pressure. The mid lad lesion was described as de novo, 3.5mm in diameter, 15mm in length and with little or no calcification present. It is not known if this lesion was pre-dilated prior to the placement of a 3.50 x 28mm cypher stent at an unknown maximum inflation pressure. According to the IFU, the placement of more than two cypher stents has not been clinically studied. The post discharge administration of asa or plavix was not reported. Two months later, the patient returned for the second half of a planned staged procedure for the treatment of a previously noted second omb lesion. This lesion was described as de novo, 90% occluded, 3.5mm in diameter, 15mm in length, ostial and located in a bifurcation. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the placement of a 3.00 x 33mm cypher cypher stent at an unknown maximum inflation pressure. Of note, the four previously implanted cypher stents were reported to be patient. During and after the procedure, the patient reported chest pain that continued throughout the night. The patient's post procedural cardiac enzymes were over three times above the normal limits and the patient was diagnosed with an mi (possibly involving the lateral wall). This was treated with anticoagulants and nitrates. The patient was discharged three days after this second procedure. The product was not returned for inspection. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. There are patient and vessel factors that may have contributed to this event.